Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of undersensing was noted on the device. Technical support was contacted and suggested the event was due to loss of tissue contact. No intervention was performed at this time. The patient was stable.